Event description:
At the patient's one year follow-up, the patient mentioned that stimulation had changed and pain relief was not as good. Revision was performed on (B)(6) 2022 where it was identified that the lead had migrated above the anchor. The anchor (reported as twist-lock anchor from abbott) had stayed in place.

Manufacturer narrative:
As instructed by the FDA, note, this is the second production report and the report is late due to the enrollment process.